Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
The reported problem (injury) was confirmed. A us distributor contacted zoll to report that a patient got dizzy and fractured their spine while wearing the lifevest equipment. The outcome is unknown.